Event description:
It was reported that the right ventricular lead triggered a lead integrity alert due to oversensing and varying impedance. The pace/sense portion of the lead was capped and replaced with a new pacing lead. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284trk, ICD, implanted: (B)(6) 2009; 4194-88, lead, implanted: (B)(6) 2009. (B)(4).